Event description:
Rec'd info from the physician that the leads may be bent or damaged by the damaged lead cap but he used them anyway. He just bends the contact and wipes the electrode and it still works. Physician indicated one time the lead was way bent (again by damage from the lead cap), but he played with the lead and it worked. No further info was provided.

Manufacturer narrative:
(B)(4).